Manufacturer narrative:
The alleged event was not confirmed by the plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported that the patient used the wrong dosage of delflex and was admitted to the hospital for low blood pressure, nausea, and dehydration. Follow up with the patient's clinic indicated that the patient admitted to the hospital on (B)(6) 2017. It is unknown what medical intervention was provided to the patient. There was no allegation of a device malfunction. Additional information was solicited.